Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as an "extra piece of plastic") was found on a bd insyte autoguard bc shielded IV catheter, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review was performed on the lot number 7311910. The lot number was built on afa line 11, from (B)(6) 2017 thru (B)(6) 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Inspections on in process samples for foreign/non-foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Received one used iag/bc 20ga unit in an opened package from the lot number 7311910. There was silicone lube (non-foreign) on the shaft of the catheter tubing. Foreign matter was observed hanging from the bevel of the needle. The defect of foreign matter; as stated as the reported code was confirmed with the returned unit. The fm was observed to consist of lubrication that is a material of construction added in the manufacturing process. Fm hanging from the needle was residual catheter tubing from the catheter tipping process. The reported defects are confirmed to be related to the manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.